Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that they received a recall notification via a letter regarding an adc device. The customer did not state his noted any issues or deviations with his device, nor did he report of an adverse event or third-party intervention related to his device. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event.based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation. Extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.